Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a occlusion alarm occurred. A supply change was performed to resolve the issue. Customer's blood glucose was 542 mg/dl, which was addressed by delivering a bolus.